Event description:
Event: unplanned surgical procedure. Details: in 2002 an ancure graft was successfully implanted in the patient. 10 days later, it was reported to guidant that the patient had a left hemicolectomy to remove a necrosed left colon. No additional information is available to guidant as of this report.